Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 device clips went out deformed and the surgeon used another er420 to complete the case. There was no consequence to the pt.